Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery during charging. Customer's blood glucose was 138 mg/dl. The customer disconnected and reconnected the catheter and the device alarmed again. The reservoir is not returning for analysis.